Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had several occlusion alarms (alarm number in pump history: during use. The patient changed her tubing twice, but continued to receive occlusion alarms. The patient reported that she believed her blood glucose was above 240 mg/dl. Troubleshooting determined that blockage was likely located at the infusion site. It was observed that the cannula was kinked. A new infusion site was inserted and a correction bolus was successfully administered to address the high blood glucose. No permanent injury was reported.